Event description:
During follow-up, the patient was experiencing diaphragmatic stimulation resulting in discomfort. X-ray imaging was performed and revealed left ventricular (lv) lead dislodgement. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.